Event description:
The customer reported that the device failed to alarm. The patient is deceased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.